Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump also received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube and cracked battery tube threads. Insulin pump had no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. Customer stated that her insulin pump has water/moisture inside the device. Customer experienced more frequent alarms and is unable to clear the alarms. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.